Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the device therapy was upgraded to a bi-ventricular implantable cardioverter defibrillator (ICD). The crtp was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that cardiac resynchronization therapy pacemaker (crt-p) with left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. The local field representative was contacted, however no additional information available at this time. The crtp remains in service. The lv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)